Event description:
It was reported to philips unit with touchscreen issues. The device was being set up for use and another unit was used for patient care. No patient harm or delay was reported. Customer has a v60 and there is an issue with the touchscreen. The bottom left of the screen is not responding to the touch properly. The customer stated touchscreen calibration was performed and the touchscreen is operating properly now. Philips remote service engineer provided the customer with the part identification for touchscreen. Customer will order the touchscreen if the issue comes back. Customer is taking responsibility to correct/repair the device.